Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent, multiple cartridge alarm 1. Additionally, the customer reported receiving an occlusion alarm after the alarm 1 occurred. The customer's blood glucose (bg) level was 344 - 389 mg/dl. The customer delivered a bolus and a manual injection with the pump to address bg level. The customer reported would contact their certified diabetes specialist for an alternate insulin therapy.